Event description:
Ous MDR - after an implantation time of about 68 months, a lead defect was reported, which caused the associated ICD to become mol2 after only 8 months. No deterioration of the patient's state of health was reported. The lead was capped and remains in the patient. The date of implant was not provided to us.

Manufacturer narrative:
The lead was not returned for analysis. The analysis of the lead is therefore based on the existing production documents. The manufacturing processes of the lead and of the ICD were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.